Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
On the date of this report, the hcp (healthcare professional) was requesting the code to permanently stop the pump. Per the reporter, they wanted to stop the pump because the catheter had become disconnected. The pump off passcode was provided. The device system had been delivering bupivacaine and dilaudid. The reporter had no additional information regarding the catheter becoming disconnected at the time of this report. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.